Event description:
It was reported that the patient experienced a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to unknown reasons. A pump and reservoir were implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.